Manufacturer narrative:
The product is not returned to manufacturer for evaluation.

Event description:
It was reported that patient underwent surgery due to intervertebral disc degeneration. During the surgery, there were screws found slipped and doctor had to replace these with new ones to complete the surgery.surgery was completed successfully. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.